Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement, no capture and was unable to sense. It was also reported that the right ventricular (rv) lead exhibited dislodgement, no capture, the lead was pulled back and the suture sleeve was not tight. The physician believed the dislodgement was due to the leads being insufficiently secured, causing the dislodgement. The ra leads was explanted and replaced and the rv lead was revised and remains in use. No patient complications have been reported as a result of this event.